Event description:
This ra lead was implanted on (B)(6) 2000 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that undersensing of atrial fibrillation was noted on this lead. The physician was dr. (B)(6) at (B)(6) medical center south in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).